Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the seat belt is loose and the back cane attachment is loose as well .